Event description:
It was reported that there was a discrepancy between set and measured values of o2 concentration. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
Device related data quality updates only a correction of field # d1 brand name, # d4 version or model #. D1 - brand name previous brand name: servo-air corrected brand name: base unit, servo-air d4 - version or model # previous version or model #: servo-air corrected version or model #: 6882000.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
Our field service engineer (fse) investigated the reported ventilator on site on september 22. During the inspection, the faulty part was located to the o2 cell and the issue was resolved by replacing it. The device logs were not saved and therefore fse returned to the site on october 5th to save the device logs. During the return visit it became known that the previous repair did not solve the issue with the replacement. Fse performed a new service and exchanged to a new o2 cell. The two o2 cells replaced during the service were sent back for further investigation. Evaluation of the received device logs confirmed the reported problem. Investigation of the returned o2 cells: visual inspection of the first o2 cell revealed that it had the old design. It was observed that there was an electrolyte leakage from the o2 cell. The o2 cell was further tested in a ventilator. It passed the pre-use check and no abnormalities were found during ventilation for 24 hours. It passed another pre-use check after ventilation without any issues. The electrolyte can lead to a short circuit if it reaches other parts of the ventilator. The second o2 cell had the newer design. The visual inspection showed no deviations. The o2 cell was further tested in a ventilator. It did not pass the pre-use check with o2 cell/sensor test. During ventilation it was noticed that the o2 concentration was 55% instead of 60%. It was possible to reproduce the reported problem. However, it was not possible to find the cause of the o2 cell failure. The o2 cell is only used for monitoring and does not affect the ventilation.